Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 clinical code and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: balloon was attempted to be snared into non-edwards sheath. Burst commander balloon bunched up on distal end of non-edwards sheath post procedure. Proximal balloon part separated from distal tip. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint balloon burst was confirmed based on evaluation of the provided imagery. It is possible that one or more patient/procedural factors identified in the technical summary (calcification, over inflation) may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The complaints difficult to remove and detachment of device component were confirmed based on evaluation of the provided imagery. Available information suggests procedural factors (altered balloon profile, device manipulation) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Additional pull force and/or device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06050. A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected d.9 returned to manufacturer, and h.3 device evaluated by manufacturer. Added new information to h.6 device code and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon shaft was cut; y-connector not returned. Two kinks noted at middle part of flex shaft. Inflation balloon returned separated from balloon shaft of commander delivery system. Inflation balloon and guidewire stuck in distal part of non-ew sheath. Separated balloon bunched towards nose tip. Balloon was removed from non-edwards sheath. Balloon was radially and longitudinally burst. Engineering noticed some missing balloon material, approximately 1.5 cm. Imagery was provided from the site and revealed the following: balloon was attempted to be snared into non-edwards sheath. Burst commander balloon bunched up on distal end of non-edwards sheath post procedure. Proximal balloon part separated from distal tip. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of the returned device and provided imagery. Per patient information provided native leaflet were calcified. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Additional pull force and/or device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Available information suggests patient factors (calcification) and procedural factors (altered balloon profile, device manipulation) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Reference no. (B)(4). The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, the commander delivery system balloon ruptured following valve deployment. The valve was implanted in a good position with no aortic regurgitation and no pericardial effusion. During withdrawal, the balloon ended up crumpling. The inflation balloon and nose tip were separated and proximal part of balloon could be retrieved but unable to bring the rest of the delivery system into esheath.several attempts were made to withdraw the balloon without success. The patient had right common iliac artery perforation, multiple organ failure, pressure started to drop and there was no cardiac output. Cardiopulmonary resuscitation was started. Two covered stents were placed in the common iliac artery. The aortic balloon was deflated and pressure continued to fluctuate. It was believed that another bleed occurred elsewhere but could not be detected. A vascular surgeon then cut down to close the 24f access site and the patient was sent for a CT. Unfortunately, the patient expired on the table of the CT scanner

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to e.1 telephone number.